Event description:
Small amount of thinprep preservcyt was drunk by a (B)(6) child at an obstetrics - gynecology and health infertility group location. An ambulance was called and mds sheet faxed. Hologic repeatedly called customer trying to obtain more info without success.